Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the anchor during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The little information provided is insufficient to determine a cause for the 4.5 footprint ultra pk suture anchor to malfunction and leave an unsecured anchor in the patient. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The composition is implantable material, however, migration or micromotion cannot be ruled out. At this point, no patient injury has been reported. Further investigation is not warranted at this time.

Event description:
It was reported that during a surgery procedure, when the purple wheel was being turned, the surgeon made 3 clicks and one of then was returned, the anchor handle was removed and it was noticed that the sutures did not anchor into the implant and they came out. The implant broke off inside the patient's anatomy, the broken part was not removed, it had remained inside of the patient's bone. The implant was checked (footprint) and it was noticed that it did not have the internal cylinder that adjust the sutures. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.